Manufacturer narrative:
No further information was provided. A supplemental reported will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with reports that their driveline had exposed wires and was kinked. The patient stated that they experienced a driveline fault advisory alarm. Log files captured 4 pump stops and 28 low speed advisory on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both the power module and battery power. The log files also noted constant driveline fault alarms occurring since (B)(6) 2022. There appears to be a discontinuity in the brown wire. There were no other unusual events recorded in the log file event history.

Event description:
New pump: related MFR # 2916596-2022-15048.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stops, low-speed events, as well as associated alarms, and driveline fault events were confirmed via the submitted log file; however, the report of a suspected driveline (dl) issue could not be confirmed during the evaluation of (B)(6). The submitted log file contained data from 24aug2022 to 14sep2022. The submitted log file captured multiple pump stops and low-speed events, as well as associated alarms, on 05sep2022 between 11:20:35 and 12:56:42 and on 13sep2022 between 15:09:10 and 15:09:15. Each of the events occurred while the system was operating on the power module and battery. 191 yellow wrench advisories associated with 191 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 2. The other phases did not appear to contribute to the fault. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. (B)(6) was returned assembled with the driveline (dl) cut approximately 4.5¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Incidental finding: a large section of the protective wrap surrounding the electrical leads had cracked and manipulation of the leads during disassembly caused several of the cracked pieces of the wrap to break off. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26jun2013. The heartmate ii lvas instructions for use (IFU) is currently available. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops, low speed events, and driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2022. The pump exchange was due to the driveline fault alarm and mangled driveline that was unable to be straightened. The device operated as intended and will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.